Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery unresponsive issue could not be verified; however, a different issue was identified. Additionally, the alleged malfunction issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred and shutdown after pump was submerged into the water. Additionally, it was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.